Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed bag / vent leak.

Event description:
The hospital reported a leak of 4.0lpm. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak was determined to be less than 4.5l/min. A leak condition less than 4.5l/minute will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The initial report was not reportable. Additional information was received that the leak was determined to be less than 4.5l/min. A leak condition less than 4.5l/minute will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The initial report was not reportable.